Manufacturer narrative:
Continuation of medical devices: 5071 lead implanted (B)(6) 2015, 6935m lead implanted (B)(6) 2015, 4087 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the device detecting atrial arrhythmias as expected, however the device was not logging the atrial rate for the episodes well. It was noted the atrial sensitivity was programmed to 0.45 millivolts. The device remains in use. No patient complications have been reported as a result of this event.